Event description:
It was reported via repair work order that there was no power to bed due to bent power cord prong. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.